Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation, however photos were provided for review. The reported event could not be confirmed from the provided photos. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had converted to extend cta due to poor glenoid bone quality. When he attempted to put delta extend cta head reamer into the reamer guide it would not fit in all the way. Surgeon attempted to begin reaming and it stuck and rotated the whole construct, stem, head reamer guide an reamer. Surgical delay 10 minutes. Surgeon completed bone removal with rongeur, procedure successfully completed. No patient consequences.